Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports contacting paramedics because the customer felt "bad." It is unknown if the customer's mobile was used at this time. The ambulance arrived, and customer tested 1.1 mmol/l on the professional meter and 11.4 mmol/l on the mobile system within 10 minutes. It was not provided what type of medical treatment the customer received. No adverse event related to the device was reported. Requested return of suspect device.